Event description:
Clinical rationale: an impella cp device was inserted in a 67-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). During the evening prior to reporting, the customer noted multiple controller failure alarms occurring approximately three to four times overnight, which appeared immediately upon activation. Concurrently, the placement signal and left ventricular (lv) waveform were noted to intermittently disappear on the controller display. The clinical team exchanged the controller. The patient subsequently survived to explant. The reported events include controller failure, placement signal issues, medical device revision or replacement, and hemodynamic instability. The impella cp is being conservatively reported for serious injury due to a temporary interruption of hemodynamic support during the controller exchange; however, the exchange was performed without consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
A5. Ethnicity is unknown. A6. Race is unknown. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.